Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported blood at the site after insertion of the sensor. The blood glucose reading was 160 mg/dl. Customer stated that the site was not actively bleeding and that there was no blood visible on the sensor connector. Sensor did not stay inserted as the sensor bandage had been saturated by blood. Customer stated that there was no damage to the sensor. Nothing further was reported.